Manufacturer narrative:
Per tandem's t:flex user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that due to an illness (possibly the flu), the customer's blood glucose (bg) was elevated and a bolus via the pump was delivered to address the bg level. The next morning, the customer's bg dropped to 25 mg/dl and the customer went to the emergency room (ER). The customer was treated with an intravenous drip with fluids and after a few hours, the customer left the ER with bg at target level (120 mg/dl). The customer reported that an over-bolus for the elevated bg and the illness were possible factors to have caused the low bg. The low bg was not due to the pump or supplies.